Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump wake button was intermittently unresponsive. Blood glucose (bg) reached 83-540 mg/dl which was addressed with a correction bolus via pump. Cause for bg was unknown. Customer reverted to manual injections for alternate insulin therapy.